Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump. Connected the sensor to the transmitter and placed it in 100 buffered glucose test solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor the sensor functioned properly. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had low blood glucose level of 41 mg/dl and the insulin pump would not go in automode. Customer treated the low blood glucose with food and suspended the insulin pump. The customer's blood glucose went up to 80 mg/dl. The customer declined to troubleshoot for low blood glucose. The customer's last blood glucose was 72 mg/dl. The sensor will be returning.